Event description:
On 31 mar 2006, customer had a reading of 81 mg/dl and was sent to eat. Twenty minutes later, he was emotional, lethargic and seemed semi-conscious; given food; 10-15 minutes later the blood sugar was 105 mg/dl. Paramedics were called and their reading was 35 mg/dl. Customer was brought to the hospital and blood sugar received was 58 mg/dl. No medication was given, only food. Customer was sent home with a blood suger of 81 mg/dl. A reading of 105 mg/dl was reported and clailmed that it seems higher than he feels. Test was performed on the finger. No plot done.